Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 5 months after the dental implant and abutment were placed in ada site 13 in the mouth, the implant did not integrate in type ii bone. Upon the removal of the maxillary prosthesis, clinician noted mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Follow-up being sent in order to correct the name of the implant given in brand name.

Event description:
The clinician reported that almost 5 months after the dental implant and abutment were placed in ada site 13 in the mouth, the implant did not integrate in type ii bone. The patient presented insufficient bone quality/quantity. Upon the removal of the maxillary prosthesis, clinician noted mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 5 months after the dental implant and abutment were placed in ada site 13 in the mouth, the implant did not integrate in type ii bone. The patient presented insufficient bone quality/quantity. Upon the removal of the maxillary prosthesis, clinician noted mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. Rp.017269.